Event description:
After an implantation period of approx. 28 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed multiple signs of wear on the leads body. In particular between 56.5 and 57.5 cm distal to the df4 connector pin, insulation damage due to wear was noted and a short circuit was measured. This damage is assumed to be the root cause for the observed oversensing. The diagnostic images received for analysis were inspected. The lead body was bent on two points in a small radius. It is assumed that the bends in short radii in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.